Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm), with a highest cgm reading of 400 mg/dl over approximately eight hours and no fingerstick confirmation. The event was associated with the user announcing a usual meal size despite consuming more than 50% additional carbohydrates, and education on proper meal announcements was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization, with glucose later at 265 mg/dl and trending down. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed user-related carbohydrate underestimation leading to inappropriate meal announcement, with the device and sensor functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.